Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the scalp irritation and pruritus cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 70-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On november 05, 2024, novocure received the patient's medical records regarding an appointment with medical oncology on (B)(6) 2024. It was noted that the patient developed some pruritus primarily on the scalp with no visible rash which caused trouble sleeping. The patient's health care provider (hcp) suggested to take diphenhydramine at bedtime. In a follow up appointment on (B)(6) 2024, the patient still experienced pruritus from the waist up. Reportedly the patient took one diphenhydramine without relief. The hcp recommended trying diphenhydramine again as well as using anti-itch lotions or oatmeal baths. On (B)(6) 2024, the patient reported increased scalp pruritus and that he was taking 50 mg of diphenhydramine at bedtime. The patient often woke up with areas of excoriated skin where he had been scratching in his sleep. He denied any rash or other areas of skin pruritus. The hcp concluded that the scalp irritation might have been caused by the optune gio array adhesives. The patient was prescribed hydroxyzine. At a follow up appointment on (B)(6) 2024, it was noted that the patient experienced pruritus from the waist up and used hydroxyzine with relief. On (B)(6) 2024, the patient still reported a pruritic scalp. On (B)(6) 2024, the patient's prescribing physician stated the patient's spouse managed the scalp pruritus with over-the-counter creams and moving the arrays. The physician noted that this was related to the optune gio arrays. According to the prescribing physician, the patient continued to use optune gio therapy.